Event description:
Boston scientific received information that two days post implant, a revision procedure was performed. The patient with this left ventricular lead experienced phrenic stimulation and increased theshold measurements. It was thought this lead was dislodged. This lead was removed and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. Should additional information become available, this event will be updated.